Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots. (B)(4).

Event description:
The reporter indicated that on a 12.6mm vicm512.6 implantable collamer lens of a -6.5 diopter tore/broke during loading. A replacement lens was implanted into the patient's left eye (os) on (B)(6) 2023 and the problem was resolved. Status of the eye is said to be, "good." The cause of the event is other. Reportedly, "the lens got caught and broke while loading the injector."